Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000181672, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp) previously removed due to unknown reason. A new ipp was implanted in a later surgery. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was explanted due to urethral erosion caused by multiple catheterization during a cardiac event.